Manufacturer narrative:
(B)(4).

Event description:
It was reported that several non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing was observed. Programming changes were made.